Event description:
The advocate stated the customer received a blood glucose reading of "hi" from her contour meter and a reading of 302 mg/dl from another meter. Depending on the actual value of the "hi" reading, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.